Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2021 when using the cue covid-19 test for home and over the counter (otc) use. A repeat cue covid-19 test performed provided a negative result. Further information regarding potential false positive event not provided including frequency, number of patients, patient specific information, cartridge sn, lot number, or reader sn.